Event description:
The customer contact reported loss of suction. The device was being used to suction fluid during an unspecified laparoscopic hernia surgical procedure and laparoscopic cholecystectomy. It was reported that between 45 minutes to one hour in use, the device reportedly burst from the suction container. A loss of suction was noted. Multiple unsuccessful attempts have been made to obtain additional information including the specific event details and the patient outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80gcx and has a 510k of k831939. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).